Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an operation, the t1 was deployed successfully, but the t2 could not be deployed.

Manufacturer narrative:
A visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is dramatically bent. Ts and suture were not returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.